Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of fallopian tube perforation ("medical device removal / the patient does have her essure perforated through the fallopian tube visualized easily within the free pelvic space"), uterine perforation ("essure device on right appears to extend into the myometrium in the mid uterus") and device breakage ("small parts of left aspect of the device also noted") in a 51 year-old female patient who had essure inserted (lot no. 629146) for female sterilisation. Product or product use issues identified: medical device monitoring error ("essure placement and endometrial ablation done on same day" in 2009). The patient had a medical history of paratubal cyst, adenomyosis, type 2 diabetes mellitus, asthma, hypertension, hyperlipidemia, coronary artery disease, heart failure, arrhythmia, augmentation mammoplasty, endometrial ablation, c-section, diarrhea, low back pain, cramp in lower abdomen and pelvic pain. As concurrent condition the report mentioned breast cancer. In 2009, the patient had essure inserted. On (B)(6) 2020,, she experienced fallopian tube perforation (seriousness criteria medically important and intervention required). Essure was removed the same day. On unknown dates she experienced uterine perforation (seriousness criteria medically important and intervention required) and device breakage (seriousness criteria medically important and intervention required). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy with bilateral salpingo-oophorectomy done on (B)(6) 2020. At the time of the report, the outcomes for these events were unknown. The reporter considered device breakage, fallopian tube perforation and uterine perforation to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2020: gross description: noted in the right half of the uterine cavity and extending from the right cornu is a coiled metallic wire consistant with a sterilization procedure. The fimbriated, left fallopian tube is 6.5 cm in length, 1.0 cm in diameter, and shows a 1.0 cm paratubal cyst. Immediately adjacent to the cornu and extending from the fallopian tube is a 0.9 cm in length and 0.1 cm in diameter coiled metallic segment of wire consistent with a previous sterilization procedure. The cut surfaces show a stellate, 0.2 cm lumen focally occupied by a coiled metallic wire continuous with the aforementioned extruding wire [ultrasound scan] on (B)(6) 2020: essure device on right appears to extend into the myometrium in the mid uterus a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of fallopian tube perforation ("medical device removal/the patient does have her essure perforated through the fallopian tube visualized easily within the free pelvic space"), uterine perforation ("essure device on right appears to extend into the myometrium in the mid uterus") and device breakage ("small parts of left aspect of the device also noted") in a 51 year-old female patient who had essure inserted (lot no. 629146) for female sterilisation. Product or product use issues identified: medical device monitoring error ("essure placement and endometrial ablation done on same day" in 2009). The patient had a medical history of paratubal cyst, adenomyosis, type 2 diabetes mellitus, asthma, hypertension, hyperlipidemia, coronary artery disease, heart failure, arrhythmia, augmentation mammoplasty, endometrial ablation, c-section, diarrhea, low back pain, cramp in lower abdomen and pelvic pain. As concurrent condition the report mentioned breast cancer. In 2009, the patient had essure inserted. On (B)(6) 2020, she experienced fallopian tube perforation (seriousness criteria medically important and intervention required). Essure was removed the same day. On unknown dates she experienced uterine perforation (seriousness criteria medically important and intervention required) and device breakage (seriousness criteria medically important and intervention required). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy with bilateral salpingo-oophorectomy done on (B)(6) 2020). At the time of the report, the outcomes for these events were unknown. The reporter considered device breakage, fallopian tube perforation and uterine perforation to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2020: gross description: noted in the right half of the uterine cavity and extending from the right cornu is a coiled metallic wire consistant with a sterilization procedure. The fimbriated, left fallopian tube is 6.5 cm in length, 1.0 cm in diameter, and shows a 1.0 cm paratubal cyst. Immediately adjacent to the cornu and extending from the fallopian tube is a 0.9 cm in length and 0.1 cm in diameter coiled metallic segment of wire consistent with a previous sterilization procedure. The cut surfaces show a stellate, 0.2 cm lumen focally occupied by a coiled metallic wire continuous with the aforementioned extruding wire. [Ultrasound scan] on (B)(6) 2020: essure device on right appears to extend into the myometrium in the mid uterus. Lot number: 629146. Manufacture date: 2009-01. Expiration date: 2012-01. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 11-jan-2024: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.